Event description:
It was reported that during a ureteroscopy procedure, the fiber broke after 15 minutes into the case. Due to this, the procedure was completed using another device. There were no patient complications.